Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient went to the emergency room after hearing the beeping sound. The company representative said that the lead was fractured. The cardiologist said that the x-ray did show a kink and there was a programming way to probably stop the alarms. The patient went home and the alarms continued. A few days later, the patient had returned for a check and the parameter on the lead was reprogrammed. The product status is unknown. No patient complications have been reported as a result of this event.